Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited diagnostic anomaly and noise. The device was programmed . The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).